Event description:
A physician reported a pt developed laryngospasm upon laryngeal mask airway removal. The laryngeal mask airway was removed after the pt was able to open his mouth. The pt developed loud expiratory stridor and his po2 levels went from 97% to 85%. They tried manipulating the pt's head and neck and positive pressure ventilation without effect. The laryngospasm was stopped with 0.3 mg/kg of succinylcholine and the pt was face masked until he started breathing spontaneously. The pt was also given 8 mg of decadron IV and placed in pacu for observation. The pt was discharged without any problems and no further problems were reported when the pt was contacted 24 and 48 hrs later.